Event description:
Baxter reported a leak around a twist clamp on a transfer set. Has been in use for about 2 months. No pt injury or medical intervention was reported.

Manufacturer narrative:
Eval summary: results indicate confirmation of the reported event of leakage around a twist clamp on a transfer set. The root cause was determined to be broken spike. Reference renq-CAPA for cracked/broken spikes. Renal product surveillance, and quality engineering will continue to monitor this product line and take corrective/preventative action as appropriate.